Event description:
Report received from pt of needle leakage that required her to be hospitalized. Confirmed by health professional on 9/8/97. Pt receiving continuous infusion of medication for treatment of asthma. Pt stated paramedics were called when first pt's condition improved. Later same day the new needle started to leak. Pt contacted physician, who came to pt's home to change the needle, but due to deterioration in pt's condition she was transported to hospital where she remained for two days.